Event description:
It was reported that the customer had high blood glucose levels of ranging from 300mg/dl to 500mg/dl. Customer's blood glucose level at the time 307mg/dl. Customer treated with manual injection. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).